Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation into this incident, the field service engineer confirmed that the issue was resolved before the arrival. The customer confirmed that all drawers were available, and all appeared to be functioning properly. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a failure of all drawers, and the drawers were not detected on bus. The customer stated that there was a delay in dispensing medication to a patient and the user was able to retrieve medications from pharmacy. There were no adverse events or injuries reported based on this event.